Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to being in safety core mode. Another crt-p was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for analysis.